Manufacturer narrative:
Approximate age of device: 2 years, 6 months. Manufacturer's investigation conclusion: the external portion of the percutaneous lead and the explanted pump were returned for evaluation. The evaluation of the returned portion of driveline confirmed wire damage that could have contributed to the reported pump stop event captured in log file. The pump was returned assembled with the driveline cut approximately 3 inches from the pump body and 36 inches of the severed portion was returned. Rescue tape had been applied to the silicone sleeve approximately 14 and 17 inches from the metal connector. Damage to the silicone sleeve and bionate was observed in the latter area. Examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Continuity testing was performed and high resistance measurements were noted on the black wire adjacent to the pump housing. Manipulation of the black wire was able to induce an open circuit. The shielding and bionate were removed from the returned driveline and it was observed that the manipulation of the black wire adjacent to the pump housing caused elongation of the insulation, suggesting that the inner conductors were completely severed in this location despite the insulation remaining intact. The damage appeared consistent with fatigue failure due to repetitive flexing of the driveline. The driveline metal connector appeared unremarkable and was connected to system controller serial # (B)(4) without any issues. The heartmate ii operates on a three-phase motor, where each phase is powered by two redundant wires. The pocket controller monitors the current in each redundant wire pair to detect open circuit conditions. If the damaged inner conductors of the black wire caused an open circuit condition, it would have been detected by the pocket controller when comparing wire currents, which could have resulted in the driveline fault and associated yellow wrench advisory alarms observed in the submitted system controller log files. Visual inspection of the underlying wires revealed breaches in the insulation of the orange, yellow, green, and black wires approximately 17¿ from the metal connector. The conductors of the wires were exposed and the damage appeared consistent with the report that the patient had inadvertently cut their driveline. The remainder of the driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation and no further areas of current leakage were identified. The breaches in the wires would have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. The short to ground would have caused the reported low speed/ pump stop event, as seen in log file. The disruptions in the wires would have also affected wire phases a, b, and c and could have potentially interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. The hm ii lvas IFU and patient handbook contain information on caring for the driveline. All hm ii lvad drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. The IFU also explains how to safely disconnect and connect the power cables when exchanging power sources and warns that at least one system controller power cable must be connected to a power source at all times. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported on (B)(6) 2018 that the patient lvad support presented with a driveline fault alarm and pump stoppages. The submitted log file was reviewed by the manufacturer¿s technical service representative and were observed the reported driveline fault events and pump stoppage. Additional information was received on (B)(4) 2018 stating that at the time of the lvad pump off alarm, the patient was at home and did not have a system monitor that would have stopped the pump. Accidentally, the patient cut the percutaneous lead and a rescue tape was applied. According to the coordinators, the bionate remained intact and just the silicone was affected. Also, it was observed a light-colored dust inside the percutaneous lead connection. Additional information was received on 29jun2018 stating that the patient underwent a pump exchange to another lvad. The pump was returned for evaluation. No further information was received.